Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up report for correction and device evaluation. Annex a code was incorrect in the initial MDR. Annex a code should be a0203 - defective device (2588). Four photos were provided to our quality team for investigation. All four photos show one loose syringe from various angles with the barrel damaged. The condition observed is non-conforming per product specification. Potential root cause for the barrel damaged defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3206661. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had foreign matter. The following information was provided by the initial reporter: on (B)(6)2024 during review, we have observed plastic defect in the 5ml syringe, luer-lok. Additional information provided: ¿ could you please confirm that material# of the affected product is 309649 ¿ correct. 5ml syringe, luer-lok. ¿ was the device being used in/on patient when the issue occurred? It was discovered before. ¿ was patient or user harmed? No. ¿ was the hcp present when the issue occurred? Yes, the cell processing specialist. ¿ could you please confirm if there is any photos available for investigation? Yes, below. ¿ could you please confirm if any samples are available for investigation? If yes, please specify if the samples are: unused.